Manufacturer narrative:
Corrected fields: e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by the anserve through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had catheter restriction alarm. There was no harm or injury reported. Anserve called cameron as requested and immediately the call ended. Esp personal received a text from the same number asking to text with them. They explained they figured out the issue and no longer needed assistance. Esp personal inquired what the problem was, and they stated they had a kink in the catheter which caused alarms on the machine. The texting person stated they did not need to speak with esp personal and thanked esp personal for getting back with them.based on the information provided by esp personal, customer figured out the issue and no longer needed assistance from esp personal. Since no other information available for evaluation, the root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
Additional contact: (B)(6). Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1 (postal code), h6(medical device ¿ problem code). Esp personal received a text from the same number asking to text with them. They explained they figured out the issue and no longer needed assistance. Esp personal inquired what the problem was, and they stated they had a kink in the catheter which caused alarms on the machine. The texting person stated they did not need to speak with esp personal and thanked esp personal for getting back with them.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) catheter restriction alarm and kink in the catheter. There was no harm or injury reported.